Event description:
It was reported that prior to a thyroid procedure, the device gave an error 7 during the pre-run testing. The customer was unable to clear the error, and instead of using another like device, they used clips to start and complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on generator and gave an error code 5. It was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.